Manufacturer narrative:
(Expiration date): unk, no serial number reported. (Device manufacturing date): no serial numbers reported. Claim # (B)(4).

Event description:
Lens rotation in patients right eye was reported. Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.